Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had low blood glucose of 39 mg/dl and 57 mg/dl. Customer drank some juice and her blood glucose was 102 mg/dl. Customer thinks that the pump was not working as it should. Customer stated that she took the insertion out and did a small bolus of 0.5 units and nothing came out. Customer stated that second time, a very small came out and on the third time, under a unit came out. Customer was explained that insulin usually won't drop out of the tubing until about 1 unit or so. Customer declined troubleshooting for high blood glucoses.